Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, anterior cuff, and both needles were not returned limiting the scope of this investigation. Inspection of the device indicated that a posterior cuff miss occurred as the posterior cuff remained in the foot pocket. There was no needle strike mark observed at the posterior foot to suggest that the posterior needle had struck the foot during needle deployment. However, consistent with the reported information, calcification was detected at the posterior foot. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the successful testing, the probable root cause for the posterior cuff miss and subsequent link detachment at the swage end of the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Calcification was reported and detected at the posterior foot. Per the instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The probable cause for the posterior cuff miss and subsequent link detachment was determined to be related to the operational context during use of the device and not a product quality deficiency. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated that could have contributed to the reported event. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.